Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. E8 power interrupt error was found in the history, and the up button is permanently active due to an external mechanical damage. As a result, the pump correctly triggered an unclearable e8 error message.

Event description:
Patient reported the infusion device displayed an e8 power interrupt error and the buttons do not function. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.